Event description:
It was reported by the clinician that the md attempted to insert the spring wire guide (swg) through the needle and the swg became frayed after pulling back on the wire. A second and third kit were opened and the same thing occurred. As a result, they used a different catheter. There were no pt complications reported.

Manufacturer narrative:
Follow-up report will be filed if additional info becomes available.